Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the outer layer of the driveline's external repair site was confirmed via an image provided by the account. The affected area was repaired with rescue tape. The submitted log file contained events spanning from 06jun2024 to 10jun2024. No notable alarms or unusual events were captured, and the pump operated as intended at the fixed speed. The patient remains ongoing on vad-13171, and no further events have been reported at this time. The relevant sections of the device history records for vad-13171 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) and patient handbook (rev. C) are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions (rev. D) provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's apr2021 driveline repair is captured under MFR # 2916596-2021-02113. No further in formation was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that it was requested that the outer grey covering of the driveline be replaced for splitting. The driveline was rescue taped while the patient was in clinic. Log files were sent due to increased pump flow noted on interrogation and the patient's mean arterial pressure (map) was 82 pulsatile. They were asymptomatic. Log files captured routine events with nothing unusual noted. It was noted that the patient had a driveline repair for short to shield in apr2021, and the split was potentially due to bending/kinking of the area and split where the driveline's metal tube is located.